Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
The device has been explanted and replaced.

Event description:
It was reported by the patient that the device "clock went wacky and the lead check is now at 8:30 pm rather than during the night." And the patient was planning to contact the clinic to have the clock changed since it (lead check) causes palpitations. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).